Manufacturer narrative:
S/w version 4.11d. Retainer ring = black. Case type =ngp. Customer returned pump for alleged cosmetic damage located at the unspecified area on (B)(6) 2023 unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 and pump error 38 occurring during testing. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. Pump error 37 occurred on (B)(6) 2024 09:03 in history file. Pump error 38 occurred on (B)(6) 2024 09:40 in history file. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and motor assembly . Motor was tested outside of unit and it failed. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, gearbox jammed. Pump error 37 is confirmed due to occurring during testing and due to motor anomaly. Pump error 38 is confirmed due to occurring during testing and gearbox jammed. Cosmetic damage is confirmed at the unspecified area. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported crack in case of the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.